Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No problem or issues were identified during the device history record review. A product sample was received for evaluation. Visual inspection revealed no defects. During functional testing, as per procedure, when air as applied to the device and no leaks were detected. The investigation did not reveal any intrinsic manufacturing defects with the returned device. The investigation did not confirm a leak. Data and trends regularly analyzed and further actions will be taken accordingly.

Event description:
It was reported that after checking the cuff, the user noticed that it was leaking. The user tested the respirator twice and no issued observed. After inflating the cuff with a pressure above 120, no leakage observed. No patient injury reported. Additional information received on (B)(6) 2021: no injury or clinical consequence observed. After cuff's pressure monitoring a second physician decided the cuff was over-inflated. Patient's info provided.